Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 162-184 mg/dl, and the meter bg reading was 344-382 mg/dl. The customer's parent called the ambulance and the customer was taken to the hospital. The customer's blood glucose was 396-397 mg/dl with 1.7 ketones. The customer was treated with an insulin injection. After the customer started to feel better the patient was given food. A couple hours later the customer was discharged from the hospital.